Manufacturer narrative:
The customer¿s test strips and meters were requested to be returned. Only the customer's test strips of lot 479309 were received for investigation. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable glucose results for one patient from accu-chek inform ii meter serial number (B)(4). At 20:17, the initial result was 442 mg/dl and was higher than expected. At 21:18, the result was 344 mg/dl. At 21:22, the patient was retested using another accu-chek inform ii meter with an unknown serial number and the result was 252 mg/dl.

Manufacturer narrative:
Returned strip vial condition was acceptable. All testing with the returned strips produced acceptable results with no errors or malfunctions.